Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2007 and system diagnostic results revealed high impedance with dcdc code 7. The device was tested again later on the same date and system diagnostics returned impedance results within normal levels. No patient adverse events were reported. No known surgical interventions have occurred to date.